Manufacturer narrative:
Insulin pump received error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the insulin pump and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they are not able to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. Customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.